Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient wet the bed the night prior and they said this has never happened before. They also mentioned urine ran down their leg. Patient reports voiding a lot and "it just keeps coming." Symptoms were worse, but they are doing better on the day of the call. "It was awful." The next day, patient had a bowel movement all over themselves and was embarrassed. They don't have an appetite and all they want to do is drink all of the time. Patient was referred to their healthcare provider (hcp) and was changed to their left side. On (B)(6) 2017, patient said their hands hurts so much that it is hard for them to write. They state everything is going wrong for them. They mentioned the left side working the best and feels like they are doing much better. Their medication has dried them out so they constantly drink water which leads to increased voiding. The patient also reported their tube slipped out which was clarified to mean their wires slipped out. The next day, the patient said they weren't doing well. Their symptoms have returned and they don't feel like its working anymore. Lead removal is scheduled for today as the patient might get an infection if they leave it in any longer. No further patient complications have been reported as a result of this event.